Event description:
A complaint was received regarding a 28 cm (11") set per infusione per pompa con due clave connector e perforatore con filtro that experienced disconnection of a pathway on a 2-way chemo tree. Incident reproduced with 2 other chemo trees of the same lot. There was exposure of professionals to chemotherapy. There was patient involvement and harm was not stated. The issue was reported to ansm ¿ national french regulatory agency.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
Additional information received stating there were no negative clinical consequences following this event for the patient. There was an exposure of the nurse to chemotherapy due to a few drops of medication leakage while changing the device, no need for medical intervention. Therapy was completed, but with a delay of 15 minutes (time it took to change the device to a non-defective lot). This report captures 3 defective devices of the same lot number with no other identifying factors.

Manufacturer narrative:
Twenty-eight (28) new. List #011-h1267, 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro; lot #14377908. One (1) used. List #011-h1267, 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro; lot #14377908. One (1) used. List #011-h1267, 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro; lot #14377908. One (1) used. List #unknown, partial infusion set with drip chamber; lot #unknown. A representative test was performed on the new samples on the other clave. 10 out of the 28 new samples failed due to insufficient solvent coverage. No damages or anomalies were observed on the new samples. A clave was observed to be separated from the tree on both of the used samples. The reported complaint of separation could be confirmed. The returned samples were observed to have a clave separated from the chemo tree. The probable cause of the separation is from insufficient solvent coverage during assembly. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrective actions are in process. D9 device returned to manufacturer on 12/8/2025. Additional information in b5.